Manufacturer narrative:
There have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned handpiece was tested by manufacturing personnel and did not meet production specification for cut time and speed control performance. It was also noted by manufacturing personnel that the handpiece did not heat up. Quality personnel then investigated the handpiece. The maximum temperature of the handpiece while free running was 24.6 c. Per iso 13732-1, this temperature level does not qualify as a burn regardless of the contact period. Poor lubrication of the head cavity most likely caused an acceleration of wear on the bur end bearing components. This wear could have caused instability in the set leading to the bur end bearing retainer failure. These series of events most likely led to the heating of the handpiece. All components looked dry with no sign of lubrication present.

Event description:
In this event a doctor reported that a stylus atc handpiece overheated. There was no injury or intervention.